Manufacturer narrative:
Additional narrative: initially, it was reported that a company representative was made aware of the screw breaking during the explant procedure on (B)(6) 2016; it was later clarified that the correct date of awareness was during the explant procedure on (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery was not prolonged due to the breakage of the screw and the procedure was successfully completed. This complaint is related to link complaint (B)(4) which captures and reports the need for the explant procedure.

Manufacturer narrative:
A product investigation was completed: we have received the screw 413.370 for investigation. The received implant is broken as mentioned in the complaint description. Also visible at the shank some signs from pliers. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations, which could lead to the complaint failure, were detected. No non-conformance reports were marked in the DHR during production. Dimension measurements was not possible because of the damage. Based on the provided information it is impossible to determine the exact cause for this occurrence, but it is likely that during the operation an application error may have taken place and/or that high applied mechanical force (an overloading situation), led to this damage. No product fault could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Implant date: unknown. (B)(6). Part 413.370-cx, lot 8651514: manufacturing site: (B)(4). Manufacturing date: october 08, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking screw broke during explantation of a broken locking compression plate (lcp) on (B)(6) 2016. This is report 1 of 1 for (B)(4).